Event description:
In 2005, the pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The pt obtained results of 181, 301, 289, 239, and 259 mg/dl on the reported meter and a result of 60 mg/dl on another meter while having no symptoms of high or low blood glucose level; the time difference between the readings was not provided. The pt called his doctor regarding the readings and was instructed to increase his insulin dosage. The customer care rep (ccr) walked the pt through 2, consecutive control solution tests which fell outside the specified control solution range. The meter, test strips, and control solution were replaced. The complaint is classified as a product malfunction due to the failed quality control tests. There is no indication of adverse event (pt did not experience injury).